Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the "pilot line and the balloon became disconnected from the endotracheal tube while in use on the patient. Additional information was received on (B)(6) 2015 that the endotracheal tube was not changed out. There were no injuries reported.